Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3. Manufacturer email address. G1. Contact office name and email address. G1. Contact office - manufacturer site - email address. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilrght, (certain titanium large hexed screw) for evaluation. Visual evaluation was performed, the screw has signs of use. The screw was fractured at the threads. Threaded piece was not returned DHR review was completed for the subject lot number 1285962. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1285962 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, the screw was not torqued to specification. Therefore, based on the available information, a device malfunction did occur. The screw was fractured at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products ilrght, certain titanium large hexed screw lot 1281721 & iuniht, certain titanium hexed screw lot 1224407, g4: premarket identification k072642.

Event description:
It was reported that two screws fractured at the threads part and one screw was loose. No impact on the patient reported. All 3 screws were replaced in the same procedure. This event refers to one of the two fracture screws.